Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 3.0mm x 20mm x 143cm nc quantum apex balloon catheter was advanced for dilatation. The balloon was inflated for 5 seconds and ruptured during the second inflation. Subsequently, a 4.00mm flextome small peripheral cutting balloon was advanced for dilatation. Initial inflation was 5 seconds at 8 atmospheres then the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the 90% stenosed target lesion was non tortuous and highly calcified. The introducer sheath was a 6f. The device was stuck in the lesion and was removed with strong force which cause the shaft to break. The broken shaft was removed with a snare.

Manufacturer narrative:
Device evaluated by MFR.: the investigator was unable to carry out a device leak test due to the condition of the returned device (device separation). A microscopic examination identified that the shaft polymer extrusion was completely detached at approximately 130mm distal of the bi-component bond. This type of damage is consistent with excessive tensile force being applied to the device. The distal section of the device consisting of the shaft polymer extrusion and balloon were not returned for analysis. A visual and tactile examination identified no issues with the hypotube of the device that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 3.0mm x 20mm x 143cm nc quantum apex balloon catheter was advanced for dilatation. The balloon was inflated for 5 seconds and ruptured during the second inflation. Subsequently, a 4.00mm flextome small peripheral cutting balloon was advanced for dilatation. Initial inflation was 5 seconds at 8 atmospheres then the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.